Manufacturer narrative:
Device details were unavailable as of the date of this report. (B)(4).

Event description:
Per the audiologist, the patient developed a skin overgrowth and a skin infection at the abutment site. Subsequently, the patient underwent revision surgery on (B)(6) 2018 to remove excess skin. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
It has since been reported that the patient was administered antibiotics (date and type not reported). The patient details have also since been reported and section has been updated. This report is submitted january 9, 2019.